Event description:
Event description guidant received information that this right ventricular lead had dislodged. During a lead revision, repositioning of the lead was unsuccessful as there was too much tissue in the helix. The lead was explanted and replaced without adverse patient effects.